Event description:
Discordant, falsely low vancomycin (vanc) results were obtained on multiple patient samples on a dimension vista 1500 instrument. It is unknown if the initial discordant results were reported to the physician(s). The samples were repeated on the same dimension vista 1500 instrument with higher results. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant vanc results.

Manufacturer narrative:
The initial MDR 1226181-2015-00355 was filed on june 5th, 2015. Additional information (06/01/2015): a siemens customer service engineer (cse) were dispatched to the customer site. The cse replaced and auto-aligned the aliquot probe. The cse ran a quick check, which passed. The cause of the discordant vancomycin results was related to the aliquot probe. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens is investigating the issue.